Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event could not be determined, however, based on similar reported device complaints improper maintenance could not be ruled out as a contributing factor as the instruction manual contains several warning statements in an effort to prevent damage to the cable. ¿visually inspect the cable and the plugs for irregularities on the surface. Do not use a cable with brittle or defective insulation. Replace the cable. In order to plug or unplug the cable, always pull at the plug. Never pull at the cable or risk of damaging the cable may occur. Also, when used as intended this product is more or less subject to wear depending on the intensity of use. Do not use the hf cable after one year of use.¿

Event description:
Olympus was informed that during a therapeutic gynecological resection procedure, the hf-cable made a loud ¿pop¿ sound, sparked and then blew apart at the connection site. It was reported that the foot pedal had only been activated 3 or 4 seconds when the cord broke in half. The generator settings were 100cut/100coag. There were no flames or alerts observed and the operating room was not evacuated. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, the device was inspected prior to the procedure with anomalies noted.